Manufacturer narrative:
Nerve problems are a well-known complication during implant surgery in the posterior region of the mandible. In this case, with limited information available, there is nothing that indicates that the nerve problems experienced by the patient are related to the dentsply sirona products used. It is rather a surgery related complication. This event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a (B)(6) year old female patient received one osseospeed tx 4.5 - 11mm dental implant on (B)(6) 2020 in position 19 (fdi # 36). The implant was placed too close to the nerve and was removed the same day due to hypoesthesia. The patient came for a check-up on (B)(6) and still had problems with hypoesthesia.

Manufacturer narrative:
Evaluation of the implant's surface properties did not show any deviations.